Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record could not be performed as the complaint was based on an article review and no lot information was provided. Based on available information, a definitive cause of the reported anemia, dyspnea and fatigue could not be determined. The reported patient effects of anemia, dyspnea and fatigue are listed in the mitraclip system instructions for use (IFU), as known possible complications associated with mitraclip procedures. Although, a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment:"red blood cell fragmentation syndrome after placement of mitraclip".

Event description:
This is being filed to report the anemia and surgical removal of the clip. It was reported during literature review, that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two ntr mitraclips were implanted, reducing mr to 2+. One month post procedure, the patient presented with recurrent dyspnea and fatigue. It was determined the patient had hemolytic anemia related to the mitraclip procedure. The patient was initially treated with intravenous antihypertensive and diuretic therapy however showed no improvement therefore the patient underwent mitral valve replacement with removal of both clips, with showed resolved hemolysis. Details are listed in the attached article titled: red blood cell fragmentation syndrome after placement of mitraclip. No additional information was provided.